Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the inaccurate delivery of the bifurcate during implant could not be determined from the pre-implant films provided. Images during implant were not available for review. It appears likely this was anatomy and user related; implanting within a severely angulated and short proximal neck. Films during the intervention where an endurant cuff was implanted, resolving the event, were also not available for review.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 65mm in diameter abdominal aortic aneurysm. The proximal neck was 21-23mm in diameter and 11 mm in length. It was reported that during the index procedure, the physician inadvertently landed the stent graft low due to the patient¿s aortic neck length and angulation. The physician elected to implant an endurant ii cuff, resolving the event. No additional clinical sequelae were reported and the patient is fine.

Event description:
The previously reported inaccurate delivery of the bifurcate also resulted in a proximal type I endoleak.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.